Event description:
It was reported that during set-up for a therapeutic procedure, the flex deflectable videoscope 3d adjustment did not always work/intermittent. The procedure was completed using the same device. There was no harm reported as a result of the event.

Manufacturer narrative:
The device was returned for evaluation. Based on the results of the investigation, the reported 3d image adjustment issue was not reproduced and could not be confirmed. A definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.